Manufacturer narrative:
A request was made to the customer to return the glidescope titanium lopro t3 and smart cable for service as it was impossible to determine which of the two (2) devices might have caused the image issue. Verathon received an email reply from the customer stating that they did not want the titanium lopro t3 repaired. The complaint history for serial number (B)(6) was reviewed and no additional complaints related to this serial number were found. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, the doctor couldn't see anything. The doctor noted that there were scratches on the front lens. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.